Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rare loss of capture and far field r-wave (ffrw) oversensing causing atrial high rate episode detection were noted on current electrograms (egm) on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.